Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, difficulty was encountered deploying the filter. A right femoral approach was used. Following advancement of the guidewire and carrier, an attempt to deploy the filter resulted in partial deployment. One filter leg became attached to the wall of the vena cava. A balloon-occluded retrograde transvenous obliteration (brto) balloon catheter was inserted from the left brachial vein to protect against filter migration. Subsequently, a pigtail angio catheter was inserted through the right femoral artery and the filter was successfully deployed. No pt injuries or complications were reported. The pt's status was reported as 'good'.